Manufacturer narrative:
The initial report was submitted under brand name prism 6 channel analyzer, list number 06a36-07. It was determined by additional information that the suspect device is prism hiv ag/ab combo assay; list number 07g46-48, which has no similar product distributed in the united states. This MDR (manufacturer's report number: 1628664-2015-00241) was inadvertently filed in error.

Manufacturer narrative:
(B)(6). (B)(4).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive hiv result while using the abbott prism (B)(6) ag/ab combo assay on the prism analyzer. The customer provided the following results for sample ID (B)(6): initial (prism) 30.21 s/co (reactive) retested using the architect (B)(6) assay 0.8 and 0.09 (non-reactive) there was no adverse impact to patient management reported.